Event description:
Ocd account manager reporting on behalf of customer of false negative reactions with 0.8% resolve panel a lot# vra206 for patient who had previous history of anti-e. According to customer, sample was tested on (B)(6) 2014 with positive reactions with screening cells ( e+ pos). However, during ID with 0.8% resolve panel a lot # vra206, no reactivity was noted. Using a 0.8% resolve panel b, anti-e was identified. All testing were performed using mts igg gel cards. Screening cells -0.8% surgiscreen. Daily qc testing was performed and acceptable daily. Issue started on: (B)(6) 2014 ( reported on 10/2/2014). Cells affected: cell# 3 and #6. Methodology used: manual gel. Incubation time (for manual test only): 15min. Pattern observed: negative to cells #3/ #6. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: yes. Result obtained by repeating: positive with 0.8% resolve panel b. Method used to repeat: same manual gel. No incorrect or erroneous results have been reported as a result of this concern.

Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).